Event description:
As reported via the implant patient registry (ipr), the patient expired one day s/p transcatheter aortic valve replacement (tavr) procedure.

Manufacturer narrative:
At this time, the exact cause of the reported event cannot be confirmed. Investigation on the cause of the patient's death is in process.

Manufacturer narrative:
Through review of the patient's source documents, the patient experienced left ventricular perforation before the insertion of the edwards bav catheter and valve deployment. According to the procedural details, "serial dilation of the left femoral and iliac artery was performed with up to a 25f dilator. A 22f retroflex3 sheath was then advanced into the descending thoracic aorta over a 0.035 inch meier guidewire. The stenotic aortic valve was then crossed with a diagnostic catheter and a 0.035 inch amplatz extra stiff guide wire advanced into the left ventricle. At this point the patient's systolic blood pressure was noted to be 80-90 mmhg. An increase in aortic regurgitation which was moderate at the start of the procedure appeared slightly worse. The blood pressure was not responsive to vasopressin or neo-synephrine. Balloon aortic valvuloplasty was then rapidly performed using a 4x22 mm nucleus-x balloon while under rapid pacing (180 bpm). The patient's blood pressure continued to deteriorate and a 23mm sapien thv and retroflex3 delivery system was then rapidly advanced and positioned across the aortic valve. The thv was passed across the stenotic valve and optimally positioned. The thv was deployed." According to the source documents, tavi procedure imaging, 'the patient became hypotensive after the trans-av wire was placed. Both ventricles became sluggish and then frankly hypokinetic. Otherwise, no evidence of pericardial effusion was seen and the rv was still enlarged. Medications were given and when no response was noted, balloon aortic valvuloplasty was performed. Immediately thereafter no cardiac function was noted and the thv was quickly deployed. Valve deployment was good with only trace-grade perivalvular regurgitation noted. Lv function remained essentially zero and CPR was started. Pauses in CPR showed minimal cardiac function with unrestricted mitral regurgitation and no aortic valve opening (no new structural mitral valve issues were noted). No pericardial effusion was noted before CPR with marked reduction in right heart size. This was treated with cardiopulmonary bypass and open drainage, during time the surgeon found and closed a hole in the posterior lv wall. Lv function remained near zero with all lv ejection going into mitral regurgitation (so no av opening) and so the patient was transitioned to va ECMO and all surgical fields were closed. The patient was transferred to ICU for further management." Dnr was obtained from the patient's family and the patient expired the next day morning. With all the provided information, this left ventricular perforation event is not related to the edwards sapien valve and edwards devices. As such, this complaint is no longer considered FDA reportable.